Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. There was no patient involvement. Additional information was requested and was not available.

Manufacturer narrative:
(B)(4). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and infusion test were performed. During the alarm log review and infusion test the slide clamp alarm was identified. The cause of the alarm was an inoperative safety slide clamp assembly. The safety slide clamp assembly was replaced to correct the reported condition. The pump passed all testing and was returned to good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.